Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a spiroflex thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. There was fluid in the boot and the device, when received. The fluid indicates that the device was prepped and primed, not just taken out of the package and not used as reported. Inspection of the device revealed numerous kinks throughout the shaft. Closer examination revealed that the hypotube was separated 40.5cm proximal of the tip. The separated ends of the hypotube were ovaled, indicating that the hypotube was kinked prior to separation. Product analysis confirmed the reported event, as the shaft had numerous kinks; however, there was fluid in the device indicating that the device was prepped and primed not just taken out of the package and not used, as reported.

Event description:
Reportable based on device analysis completed on 10-june-2020. It was reported that the catheter got kinked. An angiojet spiroflex thrombectomy catheter was used for treatment. During preparation, a kink was noted when the device was unpacked. The procedure was completed with a different device. No patient complications reported. However, device analysis revealed that the hypotube separated 40.5cm proximal of the tip.